Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reported stated that her friend had a meter to health care professional comparison test. The dr's meter read 162 mg/dl and the surestep had a result of 338 mg/dl. It was discovered through troubleshooting, that test strips had been combined from two separate vials. After receiving new strips and performing a control solution test, the result was within range 114 (91-136). No symptoms were reported.